Event description:
Essure device installed, shortly after I started having heavy bleeding, getting hives(lasted for 7 1/2 yrs). Autoimmune disorder, weight gain, chronic fatigue, hair loss, brain fog, lost numerous teeth.